Event description:
Breast augmentation 1980's - began having problems in 2000 with pain, etc, more on left. Implants are positioned above muscle. Class IV capsular contractures. In 2003, pt underwent bilateral capsulectomy with bilateral implant removal. Right implant was removed intact - left implant was ruptured within the capsule. Pt was augmented with mentor silicone implants in the submuscular position.